Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 401mg/dl. The customer experienced vomiting and cramping in chest. The caller stated that the doctor recommended to increase the bolus and basal. Advised the customer to contact her doctor regarding the hospitalization. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.